Event description:
It was reported that a patient underwent a laparoscopic robotic nephrectomy procedure on (B)(6) 2021 and a fibrin sealant preparation device was used. During the procedure, on the back table before using the product, the staff could not get the open applicator off to be able to put the laparoscopic applicator on. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: please clarify, were two products found to be damaged on two different procedures (for a total of 4 damaged products)? If no, please clarify correct quantities. 2. Products were used in the same case. When the 1st one did not work, we opened a 2nd one. Same issue arose. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? 1st time trying. How many times have they applied the laparoscopic tip? 1st time trying. Was a sales representative present during the case when the issue was experienced? Yes. Were any of damaged products used on a patient? No. Was any leakage or product solution observed at the luer locks connection? No. Were there any unexpected outcomes or complications as a result of the event? No. Investigation summary: a physical product was returned, and a conclusion was reached. Two vistaseal devices were returned. For both devices, the vistaseal dual adaptor was returned (which included the adapter with luer-loks) as well as the spray and the drip tip. The first product was returned in broken condition. It was evident that both of the white tips on the adaptor that connects the grey luer-loks to the spray/drip tip were broken off. One of the white tips was noticeably stuck inside one of the luer-loks. There were clear markings on the luer-lok portion of the adapter, indicating that some tool was used to attempt to pry off the adapter from the tip. Evaluator was unable to successfully attach the white tips of the adapter back onto the adaptor, because of the damage that had been done to the device. It can be assumed that this person used the tool to pry off the luer-lok, which in turn broke off the white tips on the adaptor during the process. Evaluator compared the luer-loks on the returned complaint to a normal vistaseal dual applicator and this conclusion was evidently true. So, evaluator was able to conclude that the reported issue was caused by the user, but unable to conclude whether or not the device was useable before this occurrence. The second device returned was then analyzed. According to the initial product report, the grey luer-loks could not be removed to attach the laparoscopic applicator. There were slight indents made on the luer-loks, indicating that a tool was used to pry them off (similar to the first device). After maneuvering the device, evaluator was able to successfully unscrew the luer-loks from the adaptor to remove the spray/drip tip. A manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch 2621015, mfg date: april 13, 2020 - april19, 2020, exp date: april 13, 2023. Batch 2623188, mfg date: april 19, 2020 ¿ april 25, 2020, exp date: april 20, 2023. Event related to mw # 2210968-2022-01304.